Event description:
Customer reported that when an attempt was made to secure the lock the metal post broke off. The customer did not provide a date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results - evaluation of the returned product confirmed the reported issue; the locking post tip is broken off and the lock cannot be secured to the post. No functional tests can be performed since the tip of the locking post is broken. The wash label that contains the lot number is missing. Note: before use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow patient to remove cuff. Discard if device is damaged. (B)(4).